Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed a cracked rear/front housing. Functional testing included powering on the device in which the pump exhibited constant beeping. The reported issue was duplicated. The downstream sensor nub was damaged and caused the continuous alarm. The downstream sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump was constant beeping. "No adverse patient effects were reported by the customer".